Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who received essure (batch no. E25514). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort (feeling of being stung)"), back pain ("back pain"), menorrhagia ("haemorrhagic menstrual periods") and dysmenorrhoea ("very painful haemorrhagic menstrual periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysterectomy). Essure was withdrawn. At the time of the report, the abdominal pain lower, pelvic discomfort, back pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, pelvic discomfort, back pain, menorrhagia and dysmenorrhoea with essure. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain with onset approximately 6 months before the report. The patient underwent bilateral salpingectomy and hysterectomy. Lower abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but abdominal pain can also have different causes, gynecological and non-gynecological. In this particular case, the information was limited and no potential alternative explanations were mentioned, therefore a causality of essure cannot be excluded (related). Other events, non-serious, were additionally reported. The case was classified as incident in line with the ha assessment and because of surgical device removal. No active follow-up can be pursued in this ha case. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 24-mar-2017. The most recent information was received on 27-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no: e25514) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In september 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort (feeling of being stung)"), back pain ("back pain"), menorrhagia ("haemorrhagic menstrual periods") and dysmenorrhoea ("very painful haemorrhagic menstrual periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, pelvic discomfort, back pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, dysmenorrhoea, menorrhagia and pelvic discomfort with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-sep-2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 24-mar-2017. The most recent information was received on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. E25514) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort (feeling of being stung)"), back pain ("back pain"), menorrhagia ("haemorrhagic menstrual periods") and dysmenorrhoea ("very painful haemorrhagic menstrual periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, pelvic discomfort, back pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, dysmenorrhoea, menorrhagia and pelvic discomfort with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04_may_2017 for the following meddra preferred term: abdominal pain lower . The analysis in the global safety database revealed 342 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: e25514 - production date: 14-sep-2015 - expiration date: 28-sep-2018. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-may-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain with onset approximately 6 months before the report. The patient underwent bilateral salpingectomy and hysterectomy. Lower abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but abdominal pain can also have different causes, gynecological and non-gynecological. In this particular case, the information was limited and no potential alternative explanations were mentioned, therefore a causality of essure cannot be excluded (related). Other events, non-serious, were additionally reported. The case was classified as incident in line with the ha assessment and because of surgical device removal. Based on the available information, a product quality defect could not be confirmed but is considered plausible. However, the reported events are not indicative of a quality deficit per se. No similar adverse event case reports have been received to date in relation to the reported batch. No active follow-up can be pursued in this ha case.